Event description:
The ge oec 9900 fluoroscopy system would have uncommanded shutdowns. Rebooting the system would restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the generator interface and fluoro functions pcbs. The software was also reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.